Event description:
The device was implanted on (B)(6) 2015. Following implantation, the doctor noticed that the device was locked up and would no longer distract; therefore it was explanted it on (B)(6) 2015 and replaced with a new device.

Manufacturer narrative:
The device was optically assessed and stereo microscopically investigated in the lab. The stereo microscopic investigation revealed surface damage and damage on the spindle, but no breakage. The smaller spindle was fully extracted. Further observation determined there were no indications of material or manufacturing defects discovered. The product history device records were also reviewed based on the lot number provided and revealed no abnormalities. The root cause for the incident could not be determined. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.